Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the pump touch screen was cracked and unresponsive. Reportedly, the pump was no longer functional. The customer's blood glucose level was 136 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.